Event description:
Device analysis completed and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 complaint of leaking was confirmed. Physical condition of device revealed normal wear and tear. When testing device upon powering on a filling tank leaking was isolated to faulty interlock block. Action was taken to replace the interlock.

Event description:
It was reported that the device was leaking.